Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the cartridge loading step, the customer filled the cartridge before the pump indicated to do so and had added insulin to the cartridge prior to the air removal step. The customer's blood glucose level was not impacted. Tandem technical support discussed how to handle air in the cartridge with the customer.